Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿bilateral capsular rupture¿, "difficulty nursing¿, "tingling in the arms and upper body¿, "numbness of the hands¿, "numbness in the arms and legs¿, "rash¿, "stabbing pain in the breast and nerve pain¿, "device migration¿, "knots in the breast¿. Device remains implanted. The following events are ndr: "dizziness¿, ¿sensitivity disorder¿, ¿eyesight disorder¿, ¿speech and vision problems¿, ¿sleep disorder and restlessness¿, ¿sensitivity disorder in the arms and legs¿, ¿muscle weakness¿, ¿night sweats, brain fog¿, ¿sensitivity to temperature and light¿, ¿difficulties swallowing¿, ¿hair loss¿, ¿feeling of suffocation¿, ¿sensitivity disorder in the arms and legs¿, ¿anxiety¿, ¿difficulty concentrating¿, ¿forgetfulness,¿, ¿chronic fatigue¿, ¿chronic fatigue syndrome¿, ¿wrists pain¿, ¿neck and back pain¿, ¿muscle ache¿, ¿depression¿, "food intolerance", "constipation".

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h6.